Event description:
During customer follow up for an unrelated issue on (B)(6) 2012, the home patient (hp) stated they have peritonitis and are currently taking antibiotics. The hp stated they were diagnosed with the infection approximately 3 weeks ago, no specific date is available. The hp was unable to provide additional information regarding the matter. Follow-up was performed with the hp's registered nurse (rn) on (B)(6) 2012. The rn stated that the hp was not performing therapy with proper aseptic technique, however she would not provide any specific details related to the hp's peritonitis, treatment, history or outcome stating the information is confidential and will not be released to baxter. The rn requested no additional calls be made to the facility regarding the hp to attempt to obtain additional information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.